Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('premature delivery') and pregnancy with contraceptive device ('birth: complication/ high risk pregnancy') in a (B)(6) female patient who had essure (batch no. Co3092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity, stomach pain, gerd, hyperlipidemia, reflux esophagitis, multigravida, parity 3, diarrhea, hyperlipidemia, malaise, costochondritis, arthralgia, mastitis, breast mass and breast pain. Concomitant products included alprazolam (xanax), benzyl benzoate;calcium phosphate dibasic;kaolin;myroxylon balsamum var. Pereirae balsam;pramocaine hydrochloride;zinc oxide (anusol a), bisacodyl, docusate sodium, esomeprazole, famotidine, ferrous sulfate, gemfibrozil, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), ketorolac tromethamine (toradol), minerals nos;vitamins nos (prenatal vitamins), nystatin, paracetamol (acetaminophen) and simeticone (simethicone). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and adnexa uteri pain ("ovarian pain"), 6 days after insertion of essure. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced fatigue ("fatigue") and mood swings ("hormonal changes/ hormonal changes describe: bad mood swings"). On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant), amniorrhoea ("leaking amniotic fluid/ lack of amniotic fluid"), genital haemorrhage ("bleeding"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), nausea ("nausea") and uterine spasm ("uterus cramps") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the premature delivery, pregnancy with contraceptive device, amniorrhoea, genital haemorrhage, psychological trauma, urinary tract disorder, cystitis, fatigue, mood swings, nausea, weight increased, uterine spasm, abdominal pain and adnexa uteri pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, adnexa uteri pain, amniorrhoea, cystitis, fatigue, genital haemorrhage, mood swings, nausea, pregnancy with contraceptive device, premature delivery, psychological trauma, urinary tract disorder, uterine spasm and weight increased to be related to essure. The reporter commented: she had received treatment for following events" psych injury, bladder/urinary problems". She had experienced pregnancy: birth complication: born with birth defects, for which child case was created (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Imaging procedure on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test on (B)(6) 2015: specimen: 1. Placenta and cord. Pre-opdx: true knot and meconium stain. Final diagnosis (microscopic): placenta and umbilical cord, delivery: umbilical cord - three vessel cord with no pathologic abnormality. Fetal membranes- focal amnion pigment deposition consistent with meconium staining. Placenta: mature chorionic villi representing third trimester placenta, showing no pathologic abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: abdominal pain, pregnancy, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Events: abdominal pain, ovarian pain, leaking amniotic fluid/ lack of amniotic fluid, premature delivery were newly added. Event high risk pregnancy clubbed with pregnancy with contraceptive device. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('premature delivery') and pregnancy with contraceptive device ('birth - complication/ high risk pregnancy') in a 31-year-old female patient who had essure (batch no. Co3092-inv; c03092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity, stomach pain, gerd, hyperlipidemia, reflux esophagitis, multigravida, parity 3, diarrhea, hyperlipidemia, malaise, costochondritis, arthralgia, mastitis, breast mass and breast pain. Concomitant products included alprazolam (xanax), benzyl benzoate;calcium phosphate dibasic;kaolin;myroxylon balsamum var. Pereirae balsam;pramocaine hydrochloride;zinc oxide (anusol a), bisacodyl, docusate sodium, esomeprazole, famotidine, ferrous sulfate, gemfibrozil, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), ketorolac tromethamine (toradol), minerals nos;vitamins nos (prenatal vitamins), nystatin, paracetamol (acetaminophen) and simeticone (simethicone). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and adnexa uteri pain ("ovarian pain"), 6 days after insertion of essure. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced fatigue ("fatigue") and mood swings ("hormonal changes/ hormonal changes describe: bad mood swings"). On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant), amniorrhoea ("leaking amniotic fluid/ lack of amniotic fluid"), genital haemorrhage ("bleeding"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), nausea ("nausea") and uterine spasm ("uterus cramps") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the premature delivery, pregnancy with contraceptive device, amniorrhoea, genital haemorrhage, psychological trauma, urinary tract disorder, cystitis, fatigue, mood swings, nausea, weight increased, uterine spasm, abdominal pain and adnexa uteri pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, adnexa uteri pain, amniorrhoea, cystitis, fatigue, genital haemorrhage, mood swings, nausea, pregnancy with contraceptive device, premature delivery, psychological trauma, urinary tract disorder, uterine spasm and weight increased to be related to essure. The reporter commented: she had received treatment for following events" psych injury, bladder/urinary problems". She had experienced pregnancy: birth complication: born with birth defects, for which child case was created (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) - bilateral occlusion. Pathology test - on (B)(6) 2015: specimen: 1. Placenta and cord. Pre-opdx: true knot and meconium stain. Final diagnosis (microscopic): placenta and umbilical cord, delivery - a. Umbilical cord - three vessel cord with no pathologic abnormality. B. Fetal membranes- focal amnion pigment deposition consistent with meconium staining. Placenta - mature chorionic villi representing third trimester placenta, showing no pathologic abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: abdominal pain, pregnancy, fatigue batch no : c03092, production date: 2013-12-05 expiration date :2016-12-31 lot number ( co3092) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this was provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('premature delivery') and pregnancy with contraceptive device ('birth - complication/ high risk pregnancy') in a 31-year-old female patient who had essure (batch no. Co3092-inv; c03092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity, stomach pain, gerd, hyperlipidemia, reflux esophagitis, multigravida, parity 3, diarrhea, hyperlipidemia, malaise, costochondritis, arthralgia, mastitis, breast mass and breast pain. Concomitant products included alprazolam (xanax), benzyl benzoate;calcium phosphate dibasic;kaolin;myroxylon balsamum var. Pereirae balsam;pramocaine hydrochloride;zinc oxide (anusol a), bisacodyl, docusate sodium, esomeprazole, famotidine, ferrous sulfate, gemfibrozil, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), ketorolac tromethamine (toradol), minerals nos;vitamins nos (prenatal vitamins), nystatin, paracetamol (acetaminophen) and simeticone (simethicone). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and adnexa uteri pain ("ovarian pain"), 6 days after insertion of essure. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced fatigue ("fatigue") and mood swings ("hormonal changes/ hormonal changes describe: bad mood swings"). On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant), amniorrhoea ("leaking amniotic fluid/ lack of amniotic fluid"), genital haemorrhage ("bleeding"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), nausea ("nausea") and uterine spasm ("uterus cramps") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the premature delivery, pregnancy with contraceptive device, amniorrhoea, genital haemorrhage, psychological trauma, urinary tract disorder, cystitis, fatigue, mood swings, nausea, weight increased, uterine spasm, abdominal pain and adnexa uteri pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, adnexa uteri pain, amniorrhoea, cystitis, fatigue, genital haemorrhage, mood swings, nausea, pregnancy with contraceptive device, premature delivery, psychological trauma, urinary tract disorder, uterine spasm and weight increased to be related to essure. The reporter commented: she had received treatment for following events" psych injury, bladder/urinary problems". She had experienced pregnancy: birth complication: born with birth defects, for which child case was created (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) - bilateral occlusion. Pathology test - on (B)(6) 2015: specimen: 1. Placenta and cord. Pre-opdx: true knot and meconium stain. Final diagnosis (microscopic): placenta and umbilical cord, delivery - umbilical cord - three vessel cord with no pathologic abnormality. Fetal membranes- focal amnion pigment deposition consistent with meconium staining. Placenta - mature chorionic villi representing third trimester placenta, showing no pathologic abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: abdominal pain, pregnancy, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case upgraded to serious incident. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this was provided in a supplementary report.